Event description:
It was reported that the user experienced sustained elevated blood glucose while using the ilet, with readings around 210¿220 mg/dl despite an infusion set change, after which exercise and hydration brought values into range and replacement contact detach infusion sets were issued; education and troubleshooting were provided, and the event was categorized as hyperglycemia with unclear cause. Symptoms included hyperglycemia without acute clinical sequelae. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy. Investigation included complaint intake review, user troubleshooting, and replacement of infusion supplies. Investigation of this case revealed no device alarm malfunction and no confirmed device failure, and the component implicated was the infusion set interface, though the root cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.